Manufacturer narrative:
Product ID 7495lz25, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 3487a-33, lot# v041664, implanted: 2007 (B)(6); product type lead product ID 7434a, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3487a-33, lot# v041664, implanted: 2007 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient experienced pain and discoloration at the pocket site. The patient also noted that she can feel and see her lead wires in her back, but that this had always been the case since implant because, the patient is small. The patient also reported a loss of therapeutic effect, stating that when she turns her stimulation on in the morning (she turns it off at night), she doesn¿t feel it immediately and it can take several minutes for her to feel it. The patient also reported acute pain which began after a fall on 2012 (B)(4). The pain was in the patient¿s legs, left leg from foot up into hip, which is the pain she needs the stimulation for. The pain was the full left side and unbearable. The fall hurt the patient¿s back. The patient fell on her right side, the same side as the implantable neurostimulator (ins). The patient fell in her kitchen because, she stepped on a splinter, she ¿curled up¿ to avoid harming her lead wires in back. Since the fall, the ins was not coming on sometimes when the patient turns it on. Today, it came on 10 to 15 minutes later. The patient always feels it when it comes on. The patient¿s device was not right. Also since the fall, the device pocket had really been bothering the patient, it has been painful. The patient reported the skin may be discolored around the pocket site due to the side effects of a vaginal cream she had been using. She also stated, she had lost ¿a lot¿ of weight, (B)(6), since falling. The patient has gained back some of it, her weight fluctuates like crazy. Currently, the patient weighs (B)(6). After the fall, the patient¿s physician gave her a steroid injection in her back. The patient did not realize at that time that the stimulation was changing because, she hurt so bad. The stimulation covers a large area and cannot make it go to the patient¿s foot because it make her have bronchial spasms. Currently, the stimulation was from the hip down to knee and as time goes on it goes further and further down her leg, almost to the ankle. When the patient starts over again it would not be as far down. The patient cannot handle her pain without the device. It was also noted that the patient¿s previous inss had lasted about two years each due to the high stimulation settings the patient uses. The patient¿s current ins has lasted nearly three years due to stimulation cycling. The patient also noted that the current ins was implanted somewhat higher on her back, and ¿when it¿s high up, I have more problems¿, she has to be very aware of the clothes she wears. It was noted that the patient has had 8 surgeries since 2002. The patient had an appointment with her physician 2013 (B)(6) and would discuss her therapy and medical symptoms with him at that time. It was later reported over a year later that on occasions the lead wires moved and had to be changed out, exact dates were not given. Additional information has already been requested.